Event description:
The patient contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use, dwell 2 of 3. The patient was connected. The technical service representative (tsr) had the patient check the lines and bags. The patient stated that the unused supply clamp was open. The tsr advised the hp that the clamp should stay closed. The tsr reviewed proper procedures per the user manual with the patient. The tsr had the patient cycle the power on the hc and the hc alarmed se 2367. The tsr had the patient cycle the power again to end therapy and advised the patient to start over with new supplies or finish with manuals. The tsr advised the patient to call the registered nurse (rn) about possible exposure to unsterile air. The patient would finish with manuals and call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was due to the clamp being inadvertently left open by the user. A labeling review was performed and the labeling was found to be accurate and sufficient. This issue is being investigated through CAPA.